Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err16 on (B)(6) 2016. The trial patient did not report injury or medical intervention. No additional patient or event information is available.